Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that all impedances were >4000 ohms even with amplitude of 2.1 v for impedance measurement. The patient was happy with therapy outcome but has no perception of the stimulation. The patient suffers from pain in the area of the implanted components (lead and ipg), maybe revision surgery will be performed.